Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the port cap on a bd nexiva¿ closed IV catheter system with dual port came off during use causing blood to leak. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: MDR level a investigation: DHR review - challenges and testing were performed as expected and passed. Qn review - no reject activities identified during production related to the incident eura review - several potential causes of vent plug loose none of which were confirmed during the DHR review. The occurrence of this incident does not change the risk evaluation and it is still acceptable. Visual analysis - 3 samples were provided for investigation. All samples functioned as intended. Investigation conclusion: the defect was not confirmed through the investigation.